Event description:
It was reported that the unit had bent battery pca pins. No patient involvement.

Event description:
It was reported that the unit had bent battery pca pins. There was reportedly no patient involvement. One battery pca was returned for evaluation. J7 pin was found to be bent / damaged.